Manufacturer narrative:
Occupation: the occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 9:36 am, the customer tested by fingerstick on the meter and the result was 4.9 inr. At 12:28 pm, the customer had a lab test and the result was 3.5 inr. The customer has a therapeutic range of 2.0-3.0 inr. The customer's last known hematocrit was 29.4% which is within the hematocrit range for the test. Customer has had a positive test for lupus. The customer has recently begun taking topamax. The customer had no diet changes, no new illness and no bleeding or bruising. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.